Event description:
The patient came in presenting instability and the cause is unknown. At about one 1 and 3 months post primary the surgeon revised the insert from 10mm to 13mm. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 21 january 2025: lot 2338080: (B)(4) items manufactured and released on 16-oct-2023. Expiration date: 2028-sep-2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with one similar reported event during the period of review. Root cause:the surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.